Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the incident, it was found that the user was unable to log in to the station. A technical support specialist (tss) informed the customer that the provided user ID was not locked by pyxis and was part of a domain. The tss advised the user to contact the hospital it (information technology) team, as they manage the active directory account and password. The user was informed that password reset must be completed through their manager or authorized hospital software. The tss closed the case after the issue was resolved by hospital it.

Event description:
It was reported that when using the bd pyxis¿ es server one user was unable to log in to all d3 machines. It might have been due to an expired password. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.